Event description:
Following an MRI, the following messages were noted upon interrogation of the pump: "pump in safe state, motor stall occurred, reset occurred, stopped pump may exceed tube set". The patient was receiving morphine 40 mg/ml via the drug delivery system. The patient is reported to have multiple problems. He has alzheimer's disease and had a recent fall. He was admitted to the hospital for fever and increased abdominal pain. The patient was supplemented with oral medications and pump replacement was being considered. An infectious disease specialist was consulted.